Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, a crack was observed at junction of leading haptic and optic. The iol was explanted and exchanged with another iol. Additional information was received stating that it was noted that the lens failed to center. Further inspection revealed a crack in the iol haptic. The eye was refilled with ophthalmic viscosurgical devices (ovd) and the forceps and scissors were used to cut and remove the damaged iol. The bag was refilled with viscoelastic, and a new iol was inserted and rotated into position. The lens was well centered. The remaining viscoelastic was removed using the irrigation/aspiration handpiece. The anterior chamber was inflated with balanced salt solution (bss), and the temporal wound was hydrated and sealed. There was no patient harm, and the patient was not hospitalized as a result of this event.